Event description:
A medtronic ent representative reported a trade show demo system that was intermittently unresponsive. A hard shut-down resolved the issue. No patient was present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This was not a customer complaint. A medtronic representative trouble-shooting the system in a demo setting upgraded the software to (B)(4) to resolve the concern. There were no further issues reported.